Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure while advancing the device, the stent got deformed. The procedure was completed with another stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 3.50mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure while advancing the device, the stent got deformed. The procedure was completed with another stent. There were no patient complications reported.